Event description:
Allegedly per journal article by brandt, et al., proc inst mech eng h, 2013. 227(28): p. 833-46, "clinical failure analysis of contemporary ceramic-on-ceramic total hip replacements.": one patient with a transcend(r) ceramic-on-ceramic bearing was revised neck impingement with metallosis at 10.87 years follow up. The authors further stated that, "patients who had initially received their primary cc bearing at our institution and were subsequently revised." And "taper mismatch between the ceramic femoral head and the ti alloy femoral stem: trident (stryker, inc.), pinnacle (depuy orthopaedics, inc), and transcend (wright medical technology, inc.)" No further details of this patient or revision were reported.

Manufacturer narrative:
This investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This event occurred in (B)(6). This is the same event as 1043534-2013-01703, 01704.